Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a sling placement procedure.according to the complainant, the needle of the delivery device bent on the first pass of the device during the procedure. It is unknown where on the needle the device bent.the physician completed the procedure with another advantage fit system with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4).